Event description:
On 2016-10-13, information was reported by patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. The caller reported that the stimulator completely stop working. They said its been two years the box won't turn on. It had helped with his legs and the situation was causing him to fall. He went to several hospital visits because of it not working. On 2016-11-22, information was received from the patient who reported they first started feeling the device not working/not turning on (B)(6) 2015. Patient reported they had fallen on ice pretty hard and met with a manufacturer representative who indicated device was messed up and turned it off. Issues have not been resolved. On 2024-08-14, additional information from the patient indicated that the stimulator hasn't worked in years. They stated it has been since 2012 it hasn't worked the whole time. They feel like doing it is doing more damage with not working. They would like the device removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.